Manufacturer narrative:
(B)(4). Batch # m52n22. Conclusion: the analysis results that one psee60a device was returned with no visual non-conformances and with and ecr60d cartridge reload present. The returned reload was noted to have the cartridge pan detached from the cartridge. In addition a cartridge pan was found lodged inside the channel. Furthermore the cartridge deck was noted to have deck damaged. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an laparoscopic low anterior resection procedure, the first firing of the gold cartridge was difficult to remove. When the scrub finally got it out, the reload broke in half. They attempted to reload the device and it wouldn't load properly. Case completed with another device of the same product code and reload. Stapler fired properly and staple line looked good. The pan of the gold cartridge still stuck in the stapler. There were no patient consequences reported.